Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the battery died prematurely because it was damaged during a procedure that the patient had. The patient had a procedure done and it interfered with the battery. The rep attempted to charge and use the battery. The device was explanted and replaced. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the battery was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.